Manufacturer narrative:
The tx console (sn (B)(4)) was returned to iridex along with the 532 nm 2-position eye safety filter (pn 30493 sn (B)(4)). Investigation confirmed customer complaint of filter not switching. Visual inspection found cable protrusion from filter housing. Cable was replaced at customer site and plugged into filter in wrong orientation, causing filter to not work correctly. Iridex continues to investigate this issue, and follow-up report will be submitted.

Event description:
User facility states that treating physician reported to biomed that his eyes were exposed to excessive green laser light during use of occulight tx (s/n (B)(4)). Treating physician was performing a posterior vitrectomy, and indicated that there was no reported injury to treating physician or patient.